Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture : unable to observe since it is a medical event and is not related to the device. Breastfeeding difficulties : unable to observe since it is a medical event and is not related to the device. Additional observation: observed, one opening side assessed as surgical damage and one opening on diaphragm valve side assessed as cracked valve seat diaphragm. No further actions are required as no issues with the manufacturing process are observed.

Event description:
Patient reported that during breastfeeding, ¿not enough milk production" was experienced, side unspecified. There was no treatment. Healthcare professional later reported a left side capsular contracture baker grade iii. Device has been explanted and replaced.

Event description:
Patient reported that during breastfeeding, ¿not enough milk production" was experienced, side unspecified. There was no treatment. Healthcare professional later reported a left side capsular contracture baker grade iii. Device has been explanted and replaced.

Manufacturer narrative:
Information contained in this report was previously submitted through asr on 23/jan/2013. A review of the device history record has been completed. No deviations or non-conformance noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.